Manufacturer narrative:
The pod was not returned. We are unable to evaluate the condition of the cannula to determine whether the fluid path was obstructed resulting in restricted insulin flow. The customer stated that "the cannula appeared to be bent." There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. A review of the lot data from which this pod was built was performed - there were no failures reported for the lot. Insulet has taken remedial action to address the occurrence of kinked cannulas through design improvements in its next-generation device. Two specific design changes are being made: the next-generation pod is designed to prevent "skin tenting" by holding the skin closer to the insertion site with a smaller viewing window. "Skin tenting" allows the skin to move relative to the cannula which can lead to repetitive impact of the cannula tip and, in extreme cases, can result in a cannula kink. The next-generation pod is 20% shorter in width and length which puts less stress at the insertion site incurred by the natural curvature of the body. Stress at the insertion site can lead to the cannula kinking. The next-generation ominpod system is currently under review with the agency.

Event description:
The report indicated that the customer experienced high bg levels (271-464mg/dl) while this pod was worn. Multiple correction boluses were administered, but were ineffective at lowering her bg's. The pod was deactivated and it was noticed that "the cannula appeared to be bent," though no alarm had been initiated. The pod will be returned for evaluation.